Event description:
The customer reported the device displayed ECG fault. After the display of ECG fault the device halts operation which could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the device displayed ECG fault. After the display of ECG fault the device halts operation which could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.